Event description:
It was reported to philips that arch does not move during clinical use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced or upgraded a part; details missing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)